Event description:
Remote follow-up report that was transmitted on (B)(6) 2013 showed an unexpected presentation for real time egm: the ventricular signal and markers were shown above the atrial signal and markers.

Manufacturer narrative:
(B)(4).

Event description:
Remote follow-up report that was transmitted on (B)(4) 2013 showed an unexpected presentation for real time egm: the ventricular signal and markers were shown above the atrial signal and markers.

Manufacturer narrative:
Preliminary analysis concluded to normal device behavior. This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.